Event description:
It was initially reported that the pt was experiencing an infection with their vns device and was later explanted on an unk date. The pt was prescribed antibiotics and was scheduled for re-implant at a later date. No further details have been made available on the issue. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.